Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as blisters from the hospital telemetry pad that the lifevest is agrivating. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the lv away from the affected area. The outcome of the irritation is unknown as follow up attempts were unsuccessful.